Manufacturer narrative:
Corrected data: d4 (lot number & expiration date), h4 (manufacturing date).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation. However, the photographs were reviewed, and revealed that the shaft of the device is fractured. The clinical/medical investigation concluded that, one undated photo of the devices were provided for review and confirms the reported breakage and the bent device. Per case details, the broken pieces were retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices for single use devices revealed that as the devices are sold both nonsterile and sterile and often removed from their original packaging to be placed in a containment device they should be cleaned and/or inspected prior to sterilization. The device should not be reprocessed or reused if comes in contact with blood, tissue or bodily fluids. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a primary thr procedure, dr. (B)(6) had 2 flexible drill 25mm break or bend on him. The first one's shaft snapped in half, and the 2nd one bent at the end and would no longer fit in the drill guide. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Additional information added: g4 (510k number). Corrected data: b5 (narrative).

Event description:
It was reported that, during a primary thr procedure, one (1) flexible drill 25mm broke off in half. A pair of forceps was used to retrieve the broken piece of the drill. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.